Event description:
During placement of lumbar drain at completion of surgery, drain was seen to be sheared off at area just prior to third stripe marker. Stripes 1 and 2 were missing. Neurosurgeon contacted and seen in or. Fluoroscospy done confirmed retained catheter. CT ordered.